Manufacturer narrative:
Conclusion: vessel spasm is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The information in this report was collected during the review of the stroke cases for the penumbra post-market retrospective trial retrostart. The information available regarding these events is limited to the procedure reports provided by the hospital .

Event description:
Pt presented to the hospital on (B)(6) 2008 with an nihss of 22 and mrs of 5, and acute stroke symptoms. Prior to intervention with the penumbra system, 6 mg of IV tpa were administered to the target vessel (right ica supraclinoid). On (B)(6) 2008, a vasospasm occurred with uncertain relationship to the study device and to the angiographic procedure. The vasospasm was classified as moderate in severity and was not reported as a serious event. Remedial therapy was used and the event was resolved.